Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm after falling into water. The caller reported that the customer fell into a lake while wearing the device. Caller also reported that the customer dropped the device after the water exposure and that it was cracked. Blood glucose level at the time of the incident was 76 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.